Event description:
It was reported that, after 12 years of a tka surgery with journey I, the prosthesis has come out of its seat twice. The orthopedist reported that this model is no longer in production and, therefore, it is not possible to find the component that has broken for replacement. It is unknown how this will be addressed. Current health status of the patient is unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Section h10: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. It was reported it is unknown how this issue was addressed nor is the patient¿s health status known. Therefore, the impact to the patient beyond that which has already been reported could not be confirmed nor concluded. Should any additional relevant medical information be provided, this case would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or potential causes that could contribute to the reported event include abnormal loading of limb, alignment, fit/sizing issue, patient anatomy, procedural/user error and/or traumatic injury. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: (B)(4).